Manufacturer narrative:
Supplemental MDR created following update from customer for the number of affected patients as it was more than the originally reported 56 patients. The investigation determined that higher and lower than expected results were obtained from 66 patient samples processed using the vitros 350 chemistry system over a 3 day time interval. In addition, 8 additional patients will be redrawn for repeat testing.

Event description:
Supplemental created following update from customer for the number of affected patients as it was more than originally reported 56 patients. The investigation determined that higher and lower than expected results were obtained from numerous patient samples processed using the vitros 350 chemistry system over a 3 day time interval. The customer declined to provide the assays processed, the initial results and repeat results for the affected patient samples. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The mis-associated sample results were reported out of the laboratory. Once the issue was identified, repeat testing occurred and corrected reports were issued for 66 patients. 35 additional patients were repeated that did not need correction. And finally, 8 more patients will be redrawn because there was not enough remaining sample fluid to perform repeat testing. The customer would not confirm if there was any allegation of patient harm as a result of this event.

Manufacturer narrative:
The investigation determined that higher and lower than expected results were obtained from 56 patient samples processed using the vitros 350 chemistry system over a 3 day time interval. The root cause of the event was an instrument issue. An ortho field engineer (fe) determined the positive sample identification (psid) scanner bracket was missing a screw and had been rotated out of position. Therefore, the analyzer was scanning the barcode from sample tube 1 but aspirating fluid from sample tube 2. The fe replaced the psid bracket screw and performed adjustments to resolve the issue. (B)(4).

Event description:
The investigation determined that higher and lower than expected results were obtained from 56 patient samples processed using the vitros 350 chemistry system over a 3 day time interval. The customer declined to provide the assays processed, the initial results and repeat results for the affected patient samples. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The mis-associated sample results were reported out of the laboratory. Once the issue was identified, repeat testing occurred and corrected reports were issued for all 56 patients. The customer would not confirm if there was any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).